Manufacturer narrative:
There is no connection that can be made at this time between the reported postoperative complications and any problem with the davol device used to treat the patient. As reported it appears that the phasix mesh was tailored to form a sling and used to support the breast implant. It is unclear what is meant by the "implant has slipped" and how the phasix mesh would have caused or contributed to this. The information provided is limited, as such no definitive conclusion can be made. Without a lot number a review of the manufacturing records is not possible. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2017 the patient underwent a procedure. The procedure was reported to be "status post right mastectomy, need for tissue expander exchange for silicone implant and symmetrizing procedure of left breast with removal of implant replacement with new silicone implant and also soft tissue support with a bdi surgery / davol phasix mesh sling." As reported "on the left breast to support the implant a phasix sling was placed. The phasix was tacked to the chest wall and draped inferiorly to support the inferior soft tissues. The phasix was then tacked superiorly.¿ it is reported that the "implant has slipped"and the patient is scheduled to undergo a breast implant removal and replacement with capsulorrhaphy (revision) as needed and possible non-davol graft placement.